Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the fast-fix flex´s t2 implant did not deploy. The t1 was removed from the patient using punch and grasper. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H3, h6: part of the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret1 setting without the white depth gauge, suture or implants returned. There is biological debris on the returned device. A functional evaluation was performed on the returned device and found it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.